Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon was burst. Based on the available information, it is possible that factors encountered during the procedure, the technique used by the physician during the procedure, and/or the interaction between the scope and the balloon could have caused the balloon damage. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) stricture during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2020. According to the complainant, prior the procedure, it was noted that contrast was leaking from the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.